Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. Reported during the pre-use check, the customer found leakage of air from the air circuit. So he did not use the product. No patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which is not the original package. Leak test inspection was performed on the returned device using equipment manometer ID# 8.0324. Results: the device presented leakage. Based on the leak test results, the reported nonconformance is confirmed. Base on the preliminary investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. The cause of the reported problem was traced to manufacturing process. After reviewing dmrs, ncrs, ets it found that there were no issues or nonconformance reported during the manufacture of this lot number.